Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08018. It was reported the patient had ineffective stimulation since the time of implant and so the device was not charged. Sjm representative made attempts to communicate with the ipg (implantable pulse generator) using the external devices but confirmed that it was unsuccessful. Additional information suggested the patient had back surgery that had helped him with his pain and he will not have any explant or replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.